Event description:
The meter would only prompt a "not ok" message while attempting to test. The pt was unable to state how long the meter was not working. Pt had been cleaning the meter with alcohol and control solution. The pt was not using the meter for a while, had been visiting physician due to a bladder infection. The physician would test blood sugar and give insulin shots. Pt takes a set amount of oral medications at home. On the day that the pt went to the hospital, pt did not attempt to test on the meter. Pt went to the hospital for the bladder infection and was given IV fluids. The pt's blood glucose was 500 mg/dl. The issue with the meter was not resolved after the meter was cleaned properly. No further info has been reported. This case is being reported as a malfunction because the pt did not use the meter pri0r to going to the hospital. Pt does not know how long the problem with the meter existed.